Manufacturer narrative:
A review of tickets identified 2 additional complaints for the architect b-hcg, lot 82186ui00 for false positive patient results. The complaint trending report review determined that there were no trends for this issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 82186ui00 is comparable with all other lots in the field within established baselines, confirming no systemic issue for the lot. Accuracy testing was performed with a retained kit of lot 82186ui00 and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect b-hcg, lot 82186ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section patient information, patient identifier = (B)(6) there is no further patient information provided due to privacy issues.

Event description:
The customer reported false positive architect b-hcg results on one female patient. The results provided were: on (B)(6) 2018 (B)(6) b-hcg = 917.8miu/ml. The patient returned on (B)(6) 2018 and a new sample (B)(6) = <1.2miu/ml twice / retested (B)(6) 2018 sample =<1.2miu/ml. The patient had been amenorrheic for 50 days. There was no reported impact to patient management.